Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. The device was received with fluid ingression on pcb from cracked return tube. No evidence of the issue was found in the event history log. The reported complaint was verified. Device alarmed over temp after running for an hour. The issue was due to the cracked return tube. For corrective action the returned tube was replaced. The printed circuit board (pcb) was also replaced. The root cause was traced to manufacturing (design issue with the return tube). An internal CAPA and scar has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the h-1200 was bought last year in march. It has been used only twice (due to shortage of disposables) and now the overheat alarm is sounding. No patient involvement reported.